Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was damaged, and difficult to insert during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "the hcp had difficulty to insert the catheter and the patient frowned in pain."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was damaged and difficult to insert during use. The following information was provided by the initial reporter, translated from japanese to english: "the hcp had difficulty to insert the catheter and the patient frowned in pain."

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 0036660 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, pictures and sixty unused samples were returned for evaluation by our quality engineer team. All of the representative samples returned were tested for cannula penetration, catheter penetration, and catheter drag. All of the test results were within specification and no damages were identified to the catheter tips. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.